Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that he customer experienced elevated blood glucose level in the past however, a value was not provided. The customer declined to provide further information regarding the reported event.